Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received external ram crc error and multiple excessive no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump would reset during filling of cannula. The customer stated that they reset their pump every time he does an infusion set change. The customer also stated that they had to reprogram the time and settings. The customer mentioned that they received a low battery alarm. The insulin pump passed the self-test. The insulin pump was replaced but the customer declined to return the insulin pump for analysis.